Event description:
Pt receiving treatment - bag was drained. No pt injury.

Manufacturer narrative:
On (B)(6) 2011 customer called b. Braun medical customer service and reported the pump kept "draining bag". Customer did not give answers to questions asked (i.e. Date of event, drug being administered, pt condition, infusion rate and volume, etc. ) by customer service rep. Several attempts were made beginning on (B)(6) 2011 to contact customer and obtain details pertaining to incident with no avail. A review of the operational log shows the pump was used only 3 days in the month of (B)(6), (B)(6) 2011 respectively. The activity for these dates is very insignificant and it does not indicate any malfunction of the pump that would confirm the reported complaint of the pump overinfusing. B. Braun completed an eval of the pump per the complaint handling procedure. As part of the routine testing requirements, the pump was tested for volumetric accuracy three times with a volume of 25 ml at a rate of 125 ml/hr. The tests results were within specs and all passed with results of 11 min. 35 sec., 11 min. 20 sec., and 11 min. 38 sec. The pump met all of the testing requirements, and the reported failure could not be reproduced.